Event description:
It was reported that during routine post operative check the right atrial (ra) lead exhibited loss of capture, no sensing, and high pacing thresholds. An x-ray confirmed that the lead had dislodged. A lead repositioning was yet to be scheduled. No adverse patient effects were reported.

Manufacturer narrative:
This investigation is complete. Should additional information become available this investigation will be updated.

Event description:
It was reported that during routine post operative check the right atrial (ra) lead exhibited loss of capture, no sensing, and high pacing thresholds. An x-ray confirmed that the lead had dislodged. A lead repositioning was yet to be scheduled. No adverse patient effects were reported.